Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the scope had black oil coming out of the device. The issue occurred during a diagnostic bronchosocopy procedure involving an olympus ultrasonic bronchofibervideoscope. The procedure was successfully completed using the same device. There was no patient injury reported.